Event description:
A coiling procedure of an intracranial aneurysm was reported to the MFR on feb 28, 2008. The pt condition prior to the procedure was hunt and hess grade 4. While the physician was deploying a coil (subject device) into an aneurysm, the physician " ... Saw that the coil became tangled with another coil that was already in the aneurysm." The physician tried to pull the subject device back, and realized that it had stretched. The subject device was removed, and the physician successfully deployed a stent to adhere the coils back into the aneurysm because a couple of loops of the previous coils were dipping out of the aneurysm. The pt condition following the procedure " .. Was still grade 4 similar to prior treatment; however, the aneurysm was secure with coils and stent."

Manufacturer narrative:
The device directions for use (dfu) warns : " due to the delicate nature of the matrix2 detachable coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions.." As well, per the dfu: " if matrix2 detachable coil repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the delivery wire. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."